Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. When the service territory manager (stm) went to the facility the customer reported that in addition to the iabp stopping pumping it was also having poor ECG signals that would not sync. The stm could not find any problems with the iabp. The stm pointed out to the customer that when switching from auto to semi auto to manual mode the balloon does stop pumping until you press start. The stm ran the iabp for 1 hour. The stm verified that operational, safety and performance of the iabp were to specification.

Event description:
The customer stated that while attempting to use the cs300 intra-aortic balloon pump (iabp) on a patient the iabp kept turning off. The iabp was swapped out with a known working device. No patient injury or harm was reported. No adverse event reported.